Event description:
The user facility reported that during a therapeutic procedure, the users observed lines on the image. The procedure was reportedly completed with a different, but similar device and there was no pt injury. No further detailed info was provided by the user facility.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval confirmed the user's report of lines on the image. The device was tested and the image was observed to be very distorted. The image difficulty was isolated to a damaged light guide cable. Additionally, there was a single piece of dust noted under the cover glass. The cause of the user's experience was attributed to excessive force on the light guide cable this report is being filed as a med device report in an abundance of caution.